Event description:
Attorney reported: in 2005- pt underwent hernia repair, during which a ck mesh was implanted. In 2007- pt presented to the hospital with abdominal pain and recurrent pain. A CT scan was performed and it was noted that the mesh extended into hernia and was intertwined with the pt's intestines. On approx two months later- pt underwent surgery to have the ck mesh explanted. The operative report documents extensive lysis of adhesions, a palpable seroma, bowel in the hernia sac, and mesh which had become adherent to the bowel. Pt was hospitalized for six days following explant of the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.